Manufacturer narrative:
Additional information (17-jan-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Quality control (qc) recovered out of range around the time of the event. The customer recalibrated the microalbumin (malb) assay and qc recovered within the customer's expected ranges. No issues were noted with other patient samples indicating that the dimension exl with lm system and malb assay were performing acceptably. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed on 09-dec-2022. Initial MDR 2517506-2022-00334 was filed for the same event on 09-dec-2022. MDR supplemental 2517506-2022-00334 supplement 1 is filed for the same event.

Event description:
Six (6) imprecise microalbumin (malb) patient sample results were obtained on a patient sample on a dimension exl with lm system. The imprecise results were not reported to the physician(s). The same sample was reprocessed on an alternate siemens system (atellica) at another laboratory on the same date. The result from the alternate siemens system (atellica) was considered correct. There are no known reports of patient intervention or adverse health consequences due to the imprecise microalbumin (malb) results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding imprecise microalbumin (malb) patient sample results obtained on a patient sample on a dimension exl with lm system. Siemens is investigating the event. MDR 2517506-2022-00334 was filed for the same event and the same patient.